Event description:
A 6f angio-seal vip was selected for use and deployed. The patient remained in the hospital for further medical work-up. Two weeks post-deployment, the patient developed a local infection, and bilateral vessel occlusions of unknown etiology. Antibiotics were administered (unknown type/dose/strength).

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) states that the angio-seal kit is supplied sterile in a poly bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may have cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal if the device should be considered whenever an access site infection is suspected.